Event description:
User reported that the c-arm would not fluoro. The system was set up for a case and everything booted up properly, but when they tried to image the system acted like it was making x-ray but the monitor had a gray circle with no visible image. They did not try and reboot the system. Another c-arm was used. No patient involvement was reported.

Manufacturer narrative:
Surgery field service engineer could not duplicate or find any problems. Tested the system in all modes and different techniques without any problems. The interconnect cable looks very worn so I replaced it as a preventive measure. The system is operating as intended.